Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range right ventricular pacing impedance measurement as detected via the patient remote monitoring system. A rise in threshold measurement was also reported. The patient was seen in the clinic and the system was checked with impedance measurements within normal limits. Subsequently, the rv lead was surgically abandoned however, the ICD remains in service. No adverse patient effects were reported.